Event description:
It was reported that an unconscious patient was brought in to the hospital. The patient is suffering from late stage cancer and has a dnr order. Upon review, the device was found to be in backup mode. A device download was not performed due to low battery status. No further information was available.